Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02663 / 02664). Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02692.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02663 / 02664). Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02692. Device requested, not yet received.

Event description:
During a total hip arthroplasty, two acetabular liners would not seat properly in acetabular cup. No patient injury or delay in the procedure was reported as a result of the event.